Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, device manipulation likely contributed to the and resulting pericardial effusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of a 23mm sapien 3 valve, a pericardial effusion was observed. The patient's chest was tapped and 135cc was removed and returned to the patient. At the time of the report the patient was well. It was unknown if the right or left ventricle was perforated. The pericardial effusion was considered to be caused by the temporary pacing wire or the wire. The annulus area was 345mm2, nominal volume was used to deploy the valve and an additional 1.5cc of volume was used to post dilate the valve. After post-dilation, mild paravalvular leak was observed.